Manufacturer narrative:
A complete lead was returned for analysis in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The physician elected to reposition the lead and had difficulty in retracting the helix. Upon attempting to deploy the helix in the new position the helix would not extend. The lead was explanted and replaced. The patient was in stable condition post procedure.